Event description:
It was reported that "no cco measurement during use. The balloon also became unable to inflate." No patient injury was reported.

Manufacturer narrative:
One catheter was returned with attached monoject limited volume syringe for evaluation. A non-edwards contamination shield was seated to the catheter through 45cm to 90cm from tip. The contamination shield was removed from the catheter for evaluation. The catheter body was found kinked at the thermal filament position, 18cm proximal from the tip. A puncture was observed in the thermal filament at the kinked position. A vigilance ii monitor showed an error message: "check thermal filament connection". The thermistor read 36.9c when submerged into a 36.9c water bath. The thermistor circuit was continuous and there were no open or intermittent conditions observed. No visible inconsistencies were observed on eeprom data. Both thermistor and thermal filament connectors were opened with no visible inconsistencies. Continuity testing confirmed a full open condition at the thermal filament. After removing shrink and thermal filament, a full open condition was observed in the thermal filament by the puncture. A tiny puncture was found on the catheter body at the position of the thermal filament damage; blood was also visible inside the puncture. No damage was found on the other side of the catheter or thermal filament. The balloon did not inflate due to a full occlusion and blood was visible at inflation hole under the balloon. After massaging the catheter with warm water, leakage was observed at the puncture through the inflation lumen. All through lumens were patent without any leakage or occlusion. No visible damage to the balloon latex or returned syringe was observed. Visual examinations were performed under a microscope at 10x magnification. A review of the manufacturing records indicated that the product met specification at the time of release. Although the customer report of cco and balloon issue was confirmed there was no indication of a manufacturing defect noted during the analysis. Review of the available information suggests procedural factors may have contributed to the event. No actions will be taken at this time.